Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The unit also had cracks in the case at the display window corners and minor scratches on the lcd window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the keypad was unresponsive. The patient's blood glucose at the time of incident was 224 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. However, she stated that she keeps the pump in her bra whenever she works out. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement pump was shipped to the customer; a belt clip was also sent so the customer does not have to keep the pump in her bra.